Event description:
A healthcare facility reported to a fisher & paykel healthcare (fph) field representative that a patient was unable to get a good fit and seal on an rt040 full face mask. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has not received the complaint rt040 full face mask. Without the return of the complaint device, we are unable to confirm the reported fault. A lot number was not provided thus a lot check could not be performed. An rt040 mask has headgear that can be adjusted at both the forehead and the base of the head to ensure the best possible fit. A fisher & paykel healthcare field representative has carried out inservice training sessions with the healthcare facility staff in relation to the mask sizing and fitting procedures for the full face masks.